Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: e3.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1, g3,g6, h2, h3,h6 (type of investigation, investigation finding, health impact, conclusion), h11. Due to character limitation of e1(event site address): (B)(6). Blue/p mark: additional contact person. A getinge field service engineer (fse) evaluated the unit found that the fiber optic connection to have a very tight fit, the port was not broken but tilted slightly downward. The fse replaced the cblassy, fosensorextension. The fse verified the unit was functioning properly and all safety and functionality checks completed and passed to factory specifications. Unit was cleared for use.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit found that the fiber optic connection to have a very tight fit, the port was not broken but tilted slightly downward. The fse replaced the cblassy,fosensorextension (0012-00-1562). The fse verified the unit was functioning properly and all safety and functionality checks completed and passed to factory specifications. Unit was cleared for use. The failure analysis and testing dept. Received cable assembly fiber optic sensor howdy with a reported unit failure of, fiber optic port slightly bent. The failure analysis and testing dept. Performed a visual inspection and observed that the fiber optic port was slightly bent. The fiber optic sensor would be difficult to install, not lining up properly due to the slightly bent fiber optic port. The cable assembly failed testing. Retaining the cable assembly in the fat dept. Per procedure.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump fiber optic cord is broken. No patient involvement. No harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.